Manufacturer narrative:
(B)(4). Evaluation: no (iap) intra- aortic balloon pump parts or recorder strips were returned for evaluation at the (B)(4) facility. The pump in question was serviced by the hospital biomed, and no problem was found with the pump. The pump had been returned to service. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium loss 2 alarm" is confirmed based on the information and recorder strip provided to the (css) clinical support specialist. The pump in question was serviced by the hospital biomed and no problem was found with the pump. No iap parts were returned for evaluation. The cause of the alarms could not be determined.

Event description:
It was reported via a hotline call from the (rn) registered nurse in the (ccu) cardiac care unit related to helium loss 2 alarms. The patient had a stent and (iab) intra-aortic balloon catheter inserted via the patient's femoral artery. The patient then had the iab removed and later in the day the patient decompensated and went back to the cath. Lab. There angioplasty to the (rca) right coronary artery was performed. The patient was sent back to the ccu and then had svt (supraventricular tachycardia). The rn confirmed that there is no blood in the driveline, no visible kinking, and no ectopy. The rn stated that he has already changed the helium tank. The (css)clinical support specialist explained that this alarm is not related to the helium tank. The rn verbalized understanding. The patient is in (st) sinus tachycardia rate of 100-110's, 6ft. Tall. The alarm is recurring every 15 min to 30 min since insertion. The css then asked the rn to send a strip of the last alarm. The css told the rn that she would call him back after she assessed the strip. The css gave the css her number as he was going to text a picture of the strip. At 0452 est the css called the rn back as she had not yet received the image. The rn confirmed the css's cell number and told her that he would send it right away. At 0529 est the css called the rn to tell him that she still had not received the strip. It was discovered that the rn had written the phone number down incorrectly. The css again confirmed the number. Per the rn the alarm has not recurred since the initial conversation at 0436 est. The strip was received on the css's phone at 0540 est. At 0543 est the css called the rn and stated that the alarm is most likely due to kink or internal tortuosity on the catheter. The css discussed the possibly of decreasing the volume, per the rn he will keep an eye on it for now "as is". The css made sure the rn had her correct cell number and told him to call should anything else change or if any blood is noted at some point in the tubing. He verbalized understanding and has no further questions at this time. The css told the rn that she would contact day shift to follow up. 1010 est the css spoke to the rn caring for the patient on day shift. The rn said that a couple hours ago they changed out the pump and sent the first to biomed. According to the rn the pump alarm recurred a couple times for her this morning, but once they switched the pump, the alarm has not recurred.

Manufacturer narrative:
Continuing of concomitant medical products: (supraventricular tachycardia). A second iab was placed. Medication drips (gtts) heparin, sedation and (neo)neosynephrine. (B)(4).